Event description:
The pt reportedly experienced intermittencies followed by loss of sound and loss of lock. Testing revealed the device is not functioning within specifications. Revision surgery has been scheduled.